Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
Customer reported the unit was giving an error code message of machine and proximal pressure sensors failed. The unit was in clinical at the time the reported issue was discovered; however, there was no harm to the patient or the user.

Manufacturer narrative:
The field service engineer replaced the data acquisition to motor controller cable/motor controller bracket retrofit kit to address the reported issue. Unit passed electrical safety test. The determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Due to no part returned for failure investigation (fi); therefore, no root cause could be determined. Multiple attempts were made to follow-up with the customer to obtain patient information; however, there was no response. If information is received at a later date, this complaint will be re-opened and update accordingly.